Event description:
It was reported that the patient has an infection. There is a small abscess present over the generator. The physician decided not to explant the device but to wash the wound out. Device history record was reviewed and showed that the generator was hp sterilized prior to distribution into the field. No additional or relevant information has been received to date.